Event description:
It was reported that during a procedure, the device heated up. The procedure was successfully completed with this device. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.